Event description:
In 2007, the pt reported that he is having issues removing air from his insulin cartridges. He stated that he is not able to completely prime the air out of the insulin cartridge and this causes his blood glucose to become elevated (values not provided.) He stated that he boluses through his infusion device until his blood glucose decreases. He stated that he also has a short term memory issue and does not always remember to "take his insulin." The pt was assisted with inserting a new insulin cartridge into the infusion device. Upon follow up on the next day, the pt stated that his blood glucose was "much better." The pt requested further training and was visited by a company representative who provided add'l instruction. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.